Manufacturer narrative:
Product event summary: analysis confirmed the sluggish performance. The hard drive was reconfigured and the software was reloaded/updated. It could not be confirmed that the programmer hung up during a threshold test. The software was reloaded as a preventive. It was also noted that the stylus was missing. A stylus was added and calibrated. The device then passed functional and systems tests.

Event description:
It was reported that the programmer would hang up when doing a threshold test, indicating that there was a connection error/noisy. It was also reported that the programmer took a long time to interrogate and would hang at the quick look screen. When attempting to print to a portable document format (pdf) file, the programmer would indicate it was formatting a report, and would take a long time to complete. It was also reported that saving pdf interrogation reports in to a universal serial bus (usb) took an hour per patient. The programmer has been returned for service. No patient complications have been reported as a result of this event.